Event description:
It was reported that a smiths medical pump failed accuracy-test +14.05% while testing. No patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. The reported failed accuracy issue was unable to be confirmed. However, delivery accuracy testing on the pump supports the complaint. Delivery accuracy testing found the pump's average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The pump's expulsor will be trimmed to bring to bring the pump's delivery into more nominal of a range. There was no fault found with the returned pump.